Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. False alarm: clinical details report a false position in aorta alarm as position was confirmed and the patient had low pulsatility. Since neither data logs nor product were returned for investigation, the cause of the false alarm could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. A false ¿impella position in aorta¿ alarm occurred due to low pulsatility. Echocardiography confirmed appropriate impella position, and placement monitoring was disabled. The patient subsequently expired while on support.